Manufacturer narrative:
(B)(4). Date of occurrence and date of implant has been estimated. There was no reported device malfunction, and the products were not returned as the stents remain in the patient. The reported patient effects occlusion and stenosis are known potential patient effects as listed in the supera instructions for use.

Event description:
This event was captured based on review of the article: "stenting of femoropopliteal lesions using interwoven nitinol stents." Clinical outcomes for the supera stent are as follows: 7 in-stent re-stenosis or occlusion treated with pta / atherectomy; 4 stent occlusions bypassed or left alone. Details are listed in the attached article.